Event description:
On (B)(6) 2014, the reporter contacted animas, alleging shorter battery life than expected with multiple batteries. The reporter indicated that there were multiple battery alarms in the history related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the pump battery compartment was observed to be cracked below the grip pad. The pump powered on successfully with the returned battery cap. The pump current draws were taken and were observed to be within specifications. The pump was opened and moisture was observed inside the pump.